Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: a ezcarb bolus was performed with similar settings obtained from the scripts. The pump correctly calculated a 2.5u bolus. The otp user manual states on page 57, with bg below target, iob amount is displayed and is subtracted from the carb bolus. And with bg within target, iob amount is displayed for reference but not subtracted from bolus total. Also with bg above target, iob amount is displayed and is subtracted from bg bolus. Since the users bg is above target, the iob will only be subtracted from the bg boluses, not from carb boluses. Pump iob is functioning properly. Battery cap/cartridge cap were not returned; test caps used testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 21.6 mmol/l with increased urination related incorrect bolus calculation. The reporter indicated that the insulin on board (iob) was not being correctly incorporated into the bolus total. During troubleshooting, the reporter indicated that the bolus calculation showed current iob of 7.13 units, current blood glucose was 16 mmol/l with a blood glucose target of 8.0 mmol/l +/- 0.5 mmol/l, and carbohydrate intake of 30 grams and the pump calculated 2.5 units and appeared to be calculating incorrectly. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reported blood glucose excursion does not meet animas criteria for an adverse event.